Event description:
It was reported that during pump preparation, the pump was assembled and submerged in normal saline. Once power was connected to the system controller, the pump started at 3000 rotations per minute (rpm) without the perfusionist pushing the pump start button. The perfusionist said the pump ran as expected and once 5 minutes had passed, the pump was turned off by the pump stop button and there were no further issues noted during the implant. No equipment was exchanged. The pump worked appropriately after initiation. The patient had a low flow adjustment to both system controllers with no issues prior to the start of the case.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the pump unexpectedly starting during the implant procedure was not confirmed. The provided information indicated the controller had a low flow adjustment prior to the start of the case. During which the backup battery was installed into the controller. During the preparation portion of the procedure, the pump was assembled and submerged in saline and connected to the system controller. As soon as the controller was connected to power, the pump started operating at 3000 revolutions per minute (rpm). The perfusionist continued with the preparations and no further issues were observed. No equipment was exchanged. Multiple attempts were made to obtain the left ventricular assist device (lvad) event and periodic log files; however, no additional files were received for review. The submitted controller event log file contained data from 28nov2025 to 03dec2025 per timestamp. Data from the reported event of 24nov2025 was not captured. The submitted controller periodic log file contained data from 24nov2025 to 03dec2025 per timestamp. Data was captured in 1-hour intervals. Data on 24nov2025 captured events consistent with the implant procedure; however, due to the nature of the controller periodic log file, the exact sequence of events that occurred during the implant procedure was not captured. The pump appeared to operate as intended at the set speed throughout the log file and there were no other notable events captured. Although the reported event was not confirmed, per provided information, the root cause was determined to be due to user error in the backup battery being installed in the controller for the duration of the implant procedure. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, addresses how to properly prep the pump and provides a step-by-step procedure during implant. This section states the backup battery is not sterile and should be installed post procedure after the sterile field has been broken. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, provides instruction on how to start the pump. If the fixed speed is less than 4000 rpm, the backup battery is installed, and the system controller is connected to external power, the pump will automatically start after any button on the system controller is pressed. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that as part of the low flow threshold update in the operating room, they thought they had to install the emergency backup battery (ebb). Thus, when this event occurred, the ebb was installed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.